Manufacturer narrative:
Section a2, a3, a4 and a5: patient information cannot be provided due to personal data privacy policy. Section d6a - implant date: n/a, the lens was not implanted. Section d6b - explant date: n/a, the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure, the preloaded intraocular lens (iol) advanced smoothly initially but encountered resistance as it approached the tip. The surgeon decided to abort the procedure. Upon inspection a part of the leading haptic appeared to be missing or broken. Through follow-up, we learned that only the cartridge tip was in contact with the patient's eye. The surgery was completed successfully using a backup lens of the same model. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: october 6, 2025. Section h3 device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge and cartridge tip was damaged. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was removed from the cartridge and cleaned revealing that the lens was torn and damaged. A chipped-like mark was observed on a haptic. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.